Manufacturer narrative:
Tandem¿s pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Tandem¿s pump user guide indicate "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the load fill tubing sequence while connected to the site. During troubleshooting with tandem technical support (cts), it was determined that the customer was disconnecting from the t:lock instead of at the site. Cts educated the customer on the proper way to disconnect from the pump. The customer's blood glucose level was 71 mg/dl. Tandem technical support (cts) educated the customer to not be connected to the pump during the fill tubing process.